Event description:
It was reported that the patient had suicidal attempt. The suicide attempt was definite but very ambivalent. It was possibly related to medication, and definitely related to the patient's mental disorder. Attempts to contact the physician for additional information have been unsuccessful to date.

Event description:
New information received from the physician indicated that there was no relationship between the suicidal attempts and the vns. The physician also stated that the patient had suicidal attempts and it comes and goes. The patient had much more attempts prior to the vns therapy. Additional form was received dated (B)(4) 2013 which indicates that a suicide attempt was attempted during the study. It is not clear if the attempt is the same that was reported before. Attempts for clarification of information are in progress.

Event description:
Attempts were made for clarification of information regarding the additional suicide attempts. New information was received indicated that the attempts that was communicated was the same event reported in MDR # 1644487-2012-02967.